Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was not working. To date, this rv lead remains in service. No adverse patient effects were reported.